Event description:
It was reported that the insulin pump had an error alarm. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
There was a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. There was an a64 alarm noted during self test due to faulty on rfb.